Manufacturer narrative:
Analysis of programming history.

Event description:
After a system diagnostic test was performed on (B)(6) 2004, the patient's settings were changed to those indicative of an incomplete system diagnostic. Although the device was reprogrammed and some of the settings were changed, the frequency and magnet on time were not changed back to previous settings.